Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker noted the device was not working and they were experiencing syncopal episodes. No additional adverse patient effects were reported. The device remains in service.